Manufacturer narrative:
Failure analysis noted that the pump had intermittent response due to corroded keypad traces. The pump had scratched display window, cracked belt clip slot, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 98 mg/dl. The customer stated that the down arrow was not working. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.